Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device using the pre-close technique via an 8f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath, and the evar procedure was completed. Reportedly, post procedure, upon applying tension to one of the sutures after device removal, a suture break occurred. One pre-placed prostyle suture and the suture of a new prostyle device were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.